Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. By report, patient discharged without any problem. The implant or explant dates are not applicable to this device. State/prefecture is (B)(6). The returned device was visually and microscopically inspected and damage was observed. The distal coil was stretched and detached in two parts from the wire, exposing the core wire. A portion of the distal coil was stuck into the plastic tube. All parts of the device were present. The sensor was cracked and there no pieces missing. Per note 4, the voluntary medwatch report mw5087715 states: "[a]nd as the pressure wire advanced beyond the crux of the rca, the wire tip was free but the wire no longer advanced. The team attempted to withdraw the wire and re-advance." The instructions for use (IFU) warns: "never advance, torque, or retract a pressure guide wire which meets significant resistance." The IFU also precautions: "the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance." The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic coronary procedure, after ifr measurement at lad [left anterior descending artery], the manufacturer¿s device could not be moved in high-lateral. The physician attempted to retrieve the device with a microcatheter resulting in the distal portion separating in the microcatheter. A 6fr guiding catheter and goose neck snare were inserted successfully retrieving the microcatheter and the separated portion of the manufacturer¿s device. This adverse event is being submitted because the manufacture's device separated in the patient and additional intervention was required to retrieve the separated portion of the device. There is a potential for harm if the malfunction were to recur.